Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2017 for programming changes on their left ventricular lead. The patient was experiencing diaphragmatic stimulation. Programming changes were made and it seemed to have resolved the stimulation. Two days later, the patient presented in clinic for further changes. The patient experienced diaphragmatic stimulation again and could not sleep as a result. The device was reprogrammed and the patient was sent for a chest x-ray. Later, the lead was programmed off. Previously these settings were not ideal for the patient as the patient ended up in the emergency room. The physician elected to program the lead off. Chest x-ray results were not available. The patient would be followed up.